Event description:
It was reported that the patient presented with secretion at the incision site 15 days after surgery. The site was cleaned and the patient was prescribed antibiotics and improvements were reported. Then days later the secretion was observed again. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Additional information received noting that the patient underwent surgery to have their generator explanted due to an ongoing infection.

Event description:
Additional information received noting that the patient's lead was also explanted during the surgery that occurred on (B)(6) 2023.